Event description:
It was reported that the dr had used gynecare intergel and the pt had a post-op colon complication. 2003 updated info was provided. This indicated that the surgeon performed a tah on a pt in mid january and instilled 300 ml of gynecare intergel at the conclusion of the procedure. 3 days post-op the pt complained of pain and distension. Clinical and radiologic findings suggested a small bowel obstruction. Wbc and temperatures were normal. The surgeon performed a laparotomy one week post-op and found a mechanical obstruction of the small bowel which appeared "to be encased in honey". He was able to lyse the adhesions and remove the "honey". The pt recovered.